Manufacturer narrative:
Additional information was received from the customer indicating that the fault occurred during testing with no patient involvement.

Event description:
Information was received indicating that a smiths medical pump under infuses by 8.2%. There were no reported adverse events.

Manufacturer narrative:
Other, other text: investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy testing of -8.2% was not confirmed in the event log, nor during testing. The delivery during testing fell upon the +/-6% range. Unknown cause of event. No action taken as no fault could be found or verified.

Event description:
Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400.